Event description:
Siemens was notified on (B)(6) 2019 of additional requested details regarding the operator injury from this report. Siemens was notified on 3/21/2019 of a complaint event involving an injury to an operator. Operator neglected to follow use instructions or to stop motion with e-stop before reaching into moving parts of the gantry and received an injury to her upper arm. During a spect scan, the table began an expected automated motion per the selected acquisition workflow. During this motion, rather than hitting e-stop to halt the motion, the technologist reached into the moving parts to move the patient IV line. The patient IV line is not part of the siemens medical device. When she reached into the moving parts, her upper arm became pressed between the patient bed and the system detector. A colleague pressed the e-stop at this time to halt all motion. Siemens service was onsite, checked the system and verified normal operation. The patient scan was completed without any re-dose. The technologist received a bruise to her upper arm. The injured technologist has not been back to work since the incident. The technologist is complaining of a tingling sensation in her fingers. As of (B)(6) the operator is receiving bi-weekly occupational therapy for alleged nerve damage to upper arm causing tingling in the fingers of the affected arm. There are no product defects or failures inclusive of product labeling. There were no other injuries to any other person.